Event description:
The facility reported an infusion pump with accuracy testing with underinfusion. The event was reported to have occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of underinfusion was confirmed. During evaluation device delivered 17.8 g/ml (specification range is 19.0 g/ml to 21.0 g/ml). Inspection of the pump revealed defective pumphead, caused the inaccuracy. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.